Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed at the distributor. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt cable that connected the distribution node (dn) and rear therapy electrode cable was severed. The root cause for the damaged cables was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report a patient's belt was damaged.